Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing. The recommended programming changes were made. The patient condition is stable after the event.

Event description:
New information received states new instances of post-paced t-wave oversensing episodes were observed when the patient was last seen in the clinic. The new recommended programming changes were made. The patient condition was stable.